Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported unexplained insulin flow block alarm and crack on screen. The customer reported no adverse event. The event involved product(s) mmt-243a, mmt-1884, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-243a, mmt-1884, mmt-332a.

Manufacturer narrative:
Insulin flow blocked alarm was not noted during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Successfully downloaded history files and traces using thump and no delivery alarms were not noted in the history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing; however, reservoir lip damage was noted, including missing o-ring (reservoir tube), detached retainer, and broken reservoir tube lip. Unit was cut open to perform visual inspection and moisture damage was found on pcb1. Isolate to electronic assembly. The following were noted during visual inspection: serial number label missing, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, damaged display window cover, scratched case, and pillowing keypad overlay. The customer¿s alleged insulin flow blocked alarm/no delivery alarm was not confirmed during testing or in the history files. Customer's alleged cracked display window was not confirmed when no cracks to the display window were noted during visual inspection. However, retainer ring damage was noted, including missing o-ring (reservoir tube), detached retainer, and broken reservoir tube lip. Moisture damage was also noted on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.